Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. A percutaneous transluminal coronary angioplasty was performed on a 95% stenosed, 2.5mm x 30mm, eccentric, de novo target lesion with a less than or equal to 45 degree bend, located in the moderately tortuous, and severely calcified left anterior descending artery (lad). A 32 x 2.50 promus premier select was advanced and deployed in the lad, but the stent was not well apposed. Following deployment, multiple balloons were used at high pressure due to the under deployed stent in a very tight lesion. Following post dilation, a type c dissection was noted. It was noted that significant resistance occurred while inserting and advancing the device. Another drug eluting stent was deployed to cover the dissection and complete the procedure. No further patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure.